Event description:
It was reported that the dilator became bent when attempting sheath introduction and the patient experienced vascular dissection. The procedure was cancelled. During a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation using a faradrive sheath the patient experienced vascular dissection. The dilator became bent when attempting to introduce the sheath. The sheath was replaced twice, but dilator bending occurred again when attempting to introduce the second and third sheathes. Vascular dissection occurred as a result of the sheath insertion attempts. The procedure was cancelled due to the vascular complications. No hospitalization was required, and the patient was discharged later that same day. The device is not expected to be returned for analysis. This event is being reported for aborted/cancelled procedure with a patient under sedation.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.